Manufacturer narrative:
Follow-up is not possible in this case. No device history record was requested, as device information is unknown. Device labeling addresses the reported events as follows: "lymphoma, including anaplastic large t-cell lymphoma(alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." "Erythema may also occur as a normal response to expansion." The reported events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Reported events found within the following article "cancer risk of breast implants '10 times higher than first feared': shock warning from surgeons .. As one british survivor relives ordeal." Patient reported "discovered a lump the "size of a 5p piece" at the top of right breast, near the cleavage." Patient reported diagnosis of alcl via "ultrasound scan and needle biopsy." Patient received chemotherapy treatment. Patient also reported "my right breast was swollen, felt burning hot and I had developed a red, itchy rash. I became unable to raise my right arm to brush my hair or teeth and could no longer cook or drive." Patient received seven cycles of brentuximab. Device was then removed. Patient has been told there is no remaining cancer. Event will be captured as lymphoma as pathological markers to confirm alcl have not been received.

Event description:
Further reported via patient representative was "neoplastic cells express cd30. The cells are negative for.alk1. Further treatment information was provided as "neoadjuvant chop (3 cycles)", capsulectomy, and sentinel lymph node biopsy. Patient's representative states "the tumour was 'ultimately deemed as non-response to chemotherapy and patient was referred for a rare treatment regime which controlled the growth of the cancer. The tumour as well as the device was removed. Patient is now in remission."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data:the event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma - alcl.